Event description:
Independent repair center, the unit was alarming or red light. The key failure was the poppet valve to the manifold being defective. Additional malfunction for this device was a defective power switch.